Manufacturer narrative:
The investigation for the reported issue has been completed. The device was returned for evaluation that found the light continuity test showed light exiting at the sensor face. A damaged sensor face was observed after sensor removal and imaging. The logs show a change in 5s parameters consistent with a sensor break. The cause of the optical signal issue was a damaged sensor. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported a placement signal not displaying on the automated impella controller (aic) console during support. While no harm was endured, the pump was removed and replaced, and support continued.